Manufacturer narrative:
We are unable to verify the reported failure (monitor screen flashed several times before turning off completely) from the returned sample, as clear image was observed with both leds lighted up during image verification. The possible cause for reported failure could be due to intermittent electrical component failure or continuity failure on the soldering connection. No corrective action is required based on risk assessment. Ambu production and qc perform 100% image functionality inspection on ascope. Production, technical team and quality control have been made aware of this feedback via quality alert.

Event description:
A doctor in intensive care unit encountered a problem with a single-use bronchoscope, reference number (B)(4). The monitor screen flashed several times before turning off completely after a few minutes. The doctor had to remove the bronchoscope from the patient and use another one, which worked correctly. Patient is in good condition.